Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that during the lead replacement surgery (manufacturer report number: 1627487-2019-07975) the ipg was placed in surgery mode but was not able to connect again. As a result, the ipg was explanted and replaced during the procedure.